Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported according to the surgeon the device locked out after the first firing. A second tsb35 was opened and fired without incident. There was no conequence to the pt.